Event description:
It was reported that during a retrograde intrarenal surgery procedure for kidney stone, a stone could not be broken. It was advice to try a different fiber and another power lasing setting, therefore the fiber and blast shield were changed, but the issue persisted. The procedure was completed successfully with the original device but in low power without complications. It was noted that there were no courtesy messages displayed by the console. In addition, it was indicated that the console was checked and found the mirror second cavity spotted, therefore, the console will work under 60w-caser server mode.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console, and it was found that several mirrors were spotted and defective; due to that, the device was working under 60 watts, confirming the event reported. The optics mirrors were replaced and that resolved the issue. The damaged on the optics could cause the anomaly in the behavior of the console. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and it was found that the hr mirror was spotted and due to that the device was working under 60 watts., confirming the event reported. The damaged mirror could cause the anomaly in the behavior of the console. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a retrograde intrarenal surgery procedure for kidney stone, a stone could not be break. The customer was advised to try a different fiber and another power lasing setting. The fiber and blast shield were changed, but the issue persisted. There were no error codes/case server mode displayed by the console. The procedure was completed successfully with the original device in low power with no patient complications.